Event description:
Patient reported "rupture". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: the review of historical complaints on the complaint management handling system identified that there were other records for units manufactured on lot number 2664190: - 2480248: capsular contracture, rupture. Device returned to device analysis. - 2491733: capsular contracture, rupture. Device not returned to device analysis. Even though there were 2 additional complaints of a0412 - material rupture for this lot number, only 1 device was returned, and after inspection no workmanships were detected. The search criteria of these queries are mentioned on qpp07-01-004-her1-g02 (v6.0) the review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event a0412 - material rupture.

Event description:
Patient reported "rupture". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, d6b, g2, h6. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Later, healthcare professional reported "pain, rupture" diagnosed via ultrasound. Patient then reported capsular contracture baker grade IV, "jumping breasts", "total cranialization, "drooping breast". This record is for the right side. Device was explanted.